Event description:
Boston scientific received information that this pacemaker had been exhibiting a fluctuating battery status indicator. The device was implanted in 2009. In (B)(6) 2010 the device revealed that 33% if the battery had been used. In (B)(6) 2010 the device was back at beginning of life (bol). At the most recent follow up visit, the battery status revealed that 50% of the battery had been used. A boston scientific technical service consultant was contacted. The device was removed, replaced, and discarded at the hospital during a competitor lead revision procedure. No additional adverse patient effects reported.

Manufacturer narrative:
The explanted device was not returned to boston scientific. A boston scientific technical consultant discussed that the fluctuations could be in part due to programming changes with pacing outputs, lead impedance fluctuations, or the % pacing in the last 30 days. Fluctuations of the battery gauge and longevity remaining back to bol and > 5yrs are the result of a device reset. Additionally, it may have been noted that daily measurements and logbook were cleared. Alternatively, providing complete device follow-up reports showing the pacing counters, parameters, and lead diagnostics may show the missing pieces of information needed to better explain the fluctuations in battery status over the last 3 follow-ups. If the patient is undergoing therapeutic radiation or had any other procedures over the past 6 months that may be helpful information in assessing root cause of the observations. From the available information, bsc technical service still believes that the reason for the battery gauge resetting to bol and the longevity remaining going to > 5years was caused by an internal device reset. Bsc technical service agreed that the programming adjustments to high outputs at the third follow-up likely explained the adjustment to ern and 1 year remaining. As mentioned above, if at all possible it would be advised to return the device for potential root cause determination. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated and an amended report submitted should further information be provided.